Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. The specific cause of the main board failure was attributed to a faulty pressure sensor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address city: (B)(6). E1 state, province, or territory: (B)(6). The device was returned and evaluated, and the customer¿s allegation of five episodes of power loss during surgery; display disappeared was confirmed. The device evaluation found that the power switch lamp remained lit, however all displays on the screen were turned off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit encountered five episodes of power loss during surgery; display disappeared. The issue occurred during procedure. There were no reports of patient harm.